Event description:
It was reported that the patient was experiencing inadequate stimulation and overstimulation. It was also reported that the patient felt a pulling sensation at the paddle incision site and pain over the ipg site when sitting or lying position. The patient underwent a system explant procedure. The explanted devices will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred several months ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7084227.